Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004. It was reported by the patient that following insertion the patient experienced bladder prolapse, incontinence, pain, and infection. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and (B)(6) 2010 and had mesh, pinnacle and uphold by boston scientific implanted. The patient underwent mesh implantation in order to treat pelvic relaxation, rectocele, cystocele, enterocele, pelvic pain, adhesions, stress urinary incontinence and recurrent bladder prolapse. It was reported that the patient had the concurrent procedures of inguinal and umbilical hernia repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, recurrence of incontinence, dyspareunia and stress, depression and anxiety. It was reported that the patient underwent spinal fusion c4-c7 on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, leaking urine and urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, leaking urine and urinary tract infection.